Manufacturer narrative:
The manufacturer previously reported a ventilator failed an active exhalation verification test step during testing. There was no harm or injury reported. There was no evidence the device was in patient use. The manufacturer's field service engineer (fse) had been dispatched to evaluate the device. The evaluation had not yet been completed. The evaluation was completed by the field service engineer and the customer's complaint was confirmed. The device's three-way solenoid valve and proportional valve were replaced to address the issue. The device was tested and passed all final testing.

Event description:
The manufacturer received information alleging a ventilator failed an active exhalation verification test step during testing. There was no harm or injury reported. There was no evidence the device was in patient use. The manufacturer's field service engineer has been dispatched to evaluate the device. The evaluation has not yet been completed. The manufacturer is unable to confirm the issue. If any additional information is received once the investigation is complete, a follow-up report will be filed.